Event description:
The pt reported inaccurately low blood glucose readings with lot 1a607b. Some time this month, the pt obtained a fasting blood glucose test result of 40 mg/dl using a test strip from the first bottle from the box (specific time test was performed unk). He did not eat breakfast or administer his oral medication. One hour later, the pt went to the laboratory to have a routine venous blood glucose sample drawn. Approx 3 days after the venous blood glucose sample was drawn, the pt's physician informed him that the venous blood glucose test result was in the 300 mg/dl range (pt cannot remember specific result). With the representative, the pt obtained a blood glucose test result of 111 mg/dl using a test strip from the same bottle used the morning the venous blood sample was drawn. The dessicant is in the first bottle from the box. The pt has not opened the second bottle from the same box. With the representative, the pt obtained a normal control solution test result of 145 mg/dl versus a normal control solution range of 110/164 mg/dl (sol lot vf146, exp 6/98). The control solution was opened this week. The pt shook it before he applied the sample to the test pad. Also with the representative, the pt obtained a check strip test result of 72 versus a check strip range of 70-94. The pt stores the test strips in the kitchen.